Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/09/2008 that a customer had an issue with a hypodermic needle. The customer reports the health care professional was stuck by the needle in the left index finger after injecting the patient.